Event description:
Postoperatively, while in rehabilitation, the pt developed a fever. Blood cultures revealed (B)(6), which was treated with intravenous antibiotics. Renal function deteriorated and the pt was hospitalized. On (B)(6) 2012, an echocardiogram revealed abscess of the cardiac trigone. Treatment with antibiotics was continued and dialysis was initiated but was poorly tolerated by the pt. The abscess was observed on (B)(6) 2012 to have become circumferential resulting in a paravalvular leak. The pt decided to stop all treatment and expired four weeks later.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the infection resulting in the abscess and paravalvular leak remains unk.